Event description:
Lots of the mattek covid test kit viral transport medium appear dark and visually cloudy. Once this was identified, these lots were removed from circulation and the manufacturer was contacted. Product #: vst-1002. Affected lots are below: lot number 0804200ga, expiration date 02/04/2021. Lot number 0818200ga, expiration date 02/18/2021. Lot number 0901200ga, expiration date 03/01/2021. Expiration dates for affected lots are above. The expiration dates for the product is 6 months from date of production, which is on the label attached to each vial.